Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) was confirmed. Upon receipt, the belt failed incoming functionality testing. Upon investigation , the cable connecting the rear te to the distribution node (dn) was pulled from strain relief which broke apart the solder on the rear pulse wires inside the distribution node. The cause of the detached pulse wires inside the distribution node was due to the pulled cable. The root cause of the pulled cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor contacted zoll to report that electrode belt sn (B)(4) has non-functional therapy electrodes.